Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During evaluation, the device passed downstream occlusion. The device was tested for downstream occlusion detection and passed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was set to a downstream pressure limit of medium but downstream occlusion test resulted in values above 23 psi (spec: 7 -19 psi) before alarming. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.